Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2008, patient underwent MRI of lumbar spine without and with IV contrast. Impression: disc bulge with moderate biforaminal crowding at l4-5. Surgical findings with disc bulge at l5-s1 and biforaminal crowding. I do not see compelling findings for recurrent extrusion. On (B)(6) 2008, patient underwent myelogram lumbar s <(>&<)> I. Impression: disc herniation at l3-l4, l4-l5, and l5-s1, disc bulging at l2-3, degenerative disc disease most conspicuous at the l4-l5 level. Patient underwent CT of lumbar spine w/w myelogram. Impression: disc herniation at l3-l4, l4-l5, and l5-s1, disc bulging at l2-3, degenerative disc disease most conspicuous at the l4-l5 level. On (B)(6) 2008, patient underwent following procedure: complete laminectomy of l4 and l5 and partial bilateral l3 laminectomy, posterior interbody fusion at l4-5 and l5-s1 using peek interbody implants, bmp, posterolateral fusion l4-s1 using 3d pedicle screw instrumentation and local bone graft with bmp; for a pre-op diagnosis: l4-5 spinal stenosis, l4-5, l5-s1 discogenic pain with disk bulging at both levels. Per-op notes: an incision was made in the midline extending form l3-s1. Left l4-5 facet joint was completed resected and transarticular interbody fusion was performed. 12x22mm graft was loaded with rhbmp-2 and gently impacted into l4-5 interspace. At l5-s1 11x22mm graft with rhbmp-2 was impacted into l5-s1 interspace. X-ray was obtained to demonstrate positioning of screws and interbody grafts. On (B)(6) 2009, patient underwent MRI of lumbar spine. Impression: postop change at l4-5 and l5-s1 is noted. Correlation with plain film or CT to better assess integrity and position of hardware may prove useful. Bulges at l4-5, l5-s1 contributes to bilateral foraminal stenosis with no frank nerve root compression. Bulge and facet hypertrophy at l3-4. Minimal bulges in lower thoracic spine incidentally noted.